Manufacturer narrative:
(B)(4). Approximate age of device ¿ 2 years and 2 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that low flow events occurred, and the echocardiogram showed right ventricular failure. The patient was on milrinone and was given IV fluids. CT scan demonstrated a near total occlusion of the outflow graft with a thrombus extending from about the level of superior vena cava-right atrial junction to insertion of the graft into the aorta. The patient underwent an outflow graft relief procedure. The pump function returned back to baseline post-procedure. No further information was provided.